Event description:
On (B)(6) 2010, cardiac assist was notified by the hospital staff of an adverse event that resulted in a moderate patient blood loss. Support for the patient had been initiated without incident on (B)(6) 2010. While changing the dressing on the arterial return cannula, the cannula became partially dislodged, resulting in heavy bleeding. The staff tried to reposition the arterial cannula, but were unable to do so. The tandemheart pump was stopped, and direct pressure was held on the arterial cannula site to minimize bleeding. The patient was taken to the operating room to repair a femoral artery dissection. The patient was awake and following commands after surgery.

Manufacturer narrative:
The tandemheart system components were not returned for evaluation. Per the information provided by the hospital, no malfunction of any of the components of the tandemheart system was observed. The dislodgement of the arterial cannula, which is not supplied or manufactured by cardiacassist, was determined to be the root cause of the incident.